Event description:
It is reported that the balloon is broken, and that the system was never in use due to the broken balloon. Additional information received via email dated (B)(6) 2014 stated that the product was supposed to be used for treatment related to diarrhea. The break is described as: "it looks like it was kind of torn and left with a rather big opening in the balloon." The actual broken component on the device is reported as follows: "the balloon/cuff intended to be inside the patient's rectal vault is broken" lastly, it is reported that the balloon experienced inflation difficulties related to this break.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction, as per reports of the product being broken right out of the package thus never used for treatment. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. (B)(4). Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.